Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded. The patient has indicated accute kindey failure. Patient also alleged dizziness. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual investigation of the exterior of the device no evidence of physical damage or contamination. The device was disassembled for internal visual inspection. The manufacturer found mild dust contamination throughout the device. The sound abatement foam did not appear to have degraded and returned to its original shape after being compressed. The sound abatement foam did have evidence of dust contamination. The manufacturer applied power to the device and found the device to operate without issue or error codes. The manufacturer concludes there is no evidence of foam degradation within the device. The device operated as designed. Correction to the section h6 to reflect the dizziness. Section b2 was correctly checked in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop acute kidney failure. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.